Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: sacrocolpopexy with davinci - "bladder of trocar (black flange) ripped/detached and fell into pt." Pt status: pt. Was stable at conclusion of surgery and went to pacu. Type of intervention: surgeon retrieved foreign body from inside pt.